Event description:
The reporter stated that the rotator on the manifold was found to leak when the rotator was slightly moved to the side, this allowed air into the system. No additional information available.